Event description:
On (B)(4) 2012, the patient contacted animas and reported experiencing a blood glucose (bg) value in the 200mg/dl to 400mg/dl range with nausea and fatigue. The pump had reportedly suspended several times and it was indicated that the pump was manually suspended twice. The patient claimed that her high bgs were due to the pump suspending. A review of the pump history indicated that the pump suspended fourteen times between 9:18pm to 9:57pm. No alarms were indicated and a 2.7 unit bolus of insulin was performed at 12:04pm. Customer support (cs) support reviewed the pump with the patient. It was noted that the patient performed a 5 unit air bolus and very little insulin came out of the tubing. It was noted that the patient is performing correction boluses via the pump. The patient continues to be on insulin pump therapy and is she is not sure as to whether or not she will be returning the pump. This complaint is being reported as the patient experienced a hyperglycemic event while using insulin pump therapy. Additionally, the pump was reported to be suspending without known cause.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or history. There are multiple suspends and resumes observed in the black box. The pump was powered on and exercised for 24 hours on a 1 unit per hour basal rate and no self suspends occurred during this time. The keypad was tested and all buttons responded appropriately. A 29 hour flow accuracy test was performed and the pump passed and was found to be delivering within the required specifications. Investigators were unable to duplicate self suspending of the pump during investigation.